Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visit to emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that auto mode feature was not active. The insulin pump will not be returned for analysis.